Event description:
It was reported that when flaccid, there is a bulge along the shaft of this inflatable penile prosthesis. The device was removed and replaced. Upon explant there was no problem noted with cylinders. The physician suspected the patient has very thick corporal walls creating the bulge. No patient complications were reported.